Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 failing rate calibration. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/16/2017 to the present date 9/28/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device failed rate calibration. There was no patient involvement.